Manufacturer narrative:
Device evaluation one used 64082-01 was received for evaluation. The visual inspection found no notable conditions. The investigation found the device to function normally and within specifications. No failure mode was identified. The investigation could not determine the root cause of the event. A review of the device history record was completed and no entries pertinent to the event were noted. This lot number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called in regarding an ablation procedure. On (B)(6) 2018, during the second round of esophageal ablation the patient suffered mucosal damage of the esophagus and minimal bleeding occurred as a result of the injury. The injury was noticed after the balloon was deflated. Three hemoclips were placed at the site of the mucosal tear. There was a delay in procedure and the patient experienced extended hospitalization. A CT scan was performed immediately after the patient was brought into recovery, no perforation was noted due to the injury. The patient is currently in stable condition and a follow-up rfa is scheduled (B)(6) 2018.